Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (abnormal shutdowns) was confirmed due to contamination on ca board component j502, causing voltages to short. The monitor was resetting. The root cause of the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was experiencing abnormal shutdowns.